Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the product remained unused after opening the package, but it was found that the outer skin of the product fell off and the steel wire was exposed.

Manufacturer narrative:
The reported event was confirmed, but the cause is unknown. The evaluation report of the returned sample, submitted by memry corporation, stated that 0.250" of the nitinol guidewire was exposed at the distal end. The jacketing appeared to have been stripped from the wire. Normal nipping and tipping operations should not make a cut of this nature; a part that was nipped but not tipped should show excess, non-processed material at the end of the wire. The cut was viewed under 10x magnification and was shown to be relatively clean. The report also stated that a review of inspection records showed no issues. Memry concluded that the evidence was not completely conclusive, and therefore they were unable to determine a definitive root cause. The most probable root cause was a cutting error during memry¿s operations. During this investigation, as well as during the investigation for the previous occurrence, memry¿s nip/tip operation was the focus. Again, the issue was not observed during the operations. There is a possibility that jacketing was nicked during memry¿s operations and tip was removed during handling either in transit or at point of use. Detection at final inspection would be difficult due to sampling plan as well as possibility that the part may have appeared to be acceptable at time of inspection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval. Use extreme caution when using a laser, making sure to avoid contact with the wire. Direct contact could result in damage / breakage to the wire. Attention should be paid to guidewire movement in the urinary tract. Before a guidewire is moved or torqued, tip movement should be examined under direct vision or fluoroscopy. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Sufficient guidewire length must remain exposed to maintain a firm grip on guidewire at all times. Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product remained unused after opening the package, but it was found that the outer skin of the product fell off and the steel wire was exposed.